Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was inserted and upon removal of the guidewire, it was reported to be unraveled. The catheter was verified to be intact and remained in the patient. There was no reported patient injury.

Event description:
It was reported that the catheter was inserted and upon removal of the guidewire, it was reported to be unraveled. The catheter was verified to be intact and remained in the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one introducer needle and guidewire from a hickman 12f 90cm d/l kit were returned for evaluation. The guidewire was returned stuck inside the introducer needle, with stretching of the outer coil wire noted throughout. The distal end of one inner core wire was observed protruding through the stretched portion of the outer core wire. Based on these findings, the investigation is confirmed for the reported frayed guidewire. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the reported event details, possible contributing factors include retraction of the guidewire against the needle bevel and insertion technique. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.